Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a post-market product surveillance from st. Joseph medical place 1 houston. The title of this report is ¿international multicentre post-market product surveillance - t2 humeral nailing system antegrade vs. Retrograde approach¿ which was issued on 10/31/2004 and is associated with the t2 humeral nailing system. Within that report, intraoperative and post-operative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 12 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses revision due to non-union. 3 out of 3 cases. The report states: ¿non-union was documented in three cases (5.4%). 3. In the third case, the nail was revised with application of op-1 and inserted with compression mode. This case still does not heal after this second surgery and was transferred for further treatment to another hospital.¿